Manufacturer narrative:
The packaging and device subject to this investigation were returned to the manufacturer for evaluation. It was visually confirmed that the packaging had been damaged. The manufacturing history records were reviewed, no issues were identified which may have contributed to this event. The label for this device has a symbol indicating "sterile only if package is unopened and undamaged." Investigation results indicate that the packaging of the device may have been handled aggressively during storage or in transportation to the account, but this cannot be confirmed. The root cause is undetermined.

Event description:
It was reported that while preparing for a surgical procedure, it was noted that the bur was bent, as a result of this, the packaging was damaged. It was also reported that these devices were not used on a pt and a sterile area was not compromised. It was further reported that another bur was selected and there were no delays as a result of this event. It was also reported that the procedure was completed successfully.